Event description:
Patient developed a rash following knee replacement surgery and reported testing positive for cobalt chrome allergy. Surgery is planned to remove the implant.

Manufacturer narrative:
Patient developed a rash following knee replacement surgery and reported testing positive for cobalt chrome allergy. Surgery is planned to remove the implant. Review of the device history record indicates that the device was manufactured to specification.